Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6)2026 at approximately 11:30 pm, the patient¿s cgm displayed a low glucose reading. The patient reported symptoms including jitteriness, nervousness, and panic. In response, the patient self-treated with candy, cake, and fruit juice and removed the cgm device. Despite these actions, the cgm continued to display low values, prompting the patient to seek evaluation at the emergency department (ed). At the ed, a bg meter reading indicated a glucose level of 545 mg/dl. The patient was treated with intravenous insulin and was discharged at approximately 5:35 am on (B)(6)2026, following a hospital stay of less than 24 hours. At the time of the report, the patient stated she was doing well. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.